Event description:
Customer reports that the blade fell out of the bottom of the foil pack before it was pulled open at the top like normal opening procedure. This blade falling out of the bottom caused a nurse to be cut on the finger resulting in a clean injury.